Manufacturer narrative:
The user reported two incidents of high glucose events: (B)(6) 2024 at 11:30 am with bg = 230 mg/dl, and (B)(6) 2024 at 10:58 pm bg= 338mg/dl. Review of the glucose data in dms showed no glucose values available for the first example since the user was sent back into initialization at the time of the event. On the second event, the sg was 187 mg/dl on 13 may 2024 at 10:58 pm. A high glucose alert was not asserted at the time of the events because the sg never reached above the high glucose alert setting. There was no bg input at the time of either event, thus the customer's complaint could not be confirmed. In the associated complaint from the user about sensor inaccuracy, it was determined that the system was working within expectations. Overall, bg values entered as calibrations fit sg trends well, with occasional differences due to lag and calibrations entered during periods of rapid change in glucose. The user was recommended to keep using the system, entering calibrations when glucose is stable to prevent gaps in data. The customer did not seek medical treatment and treated herself for both events. Review of the sensor performance in the six weeks following the events indicated that the sensor readings matched closely with calibrations. The user is currently using the system with no other issue. No further investigation was found necessary for this complaint. B4. Date of this report updated to 09 august 2024. G3. Date received by the manufacturer? 27 june 2024. H3. Device evaluated by manufacturer? Yes. H6. Type of investigation updated to 4109. H6. Investigation findings updated to 213. H6. Investigation conclusions updated to 67.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On (B)(6) 2024,senseonics was made aware of an incident where user experienced hyperglycemia . The following example sets were provided: (B)(6) 2024 11:30 am / sg not available - bg 230 mg/dl. (B)(6) 2024 10:58 pm / sg not confirmed - bg 338 mg/dl. After dms review, we confirmed the following information at the time of the event: (B)(6) 2024 11:30 am / sg not available - bg 230 mg/dl. (B)(6) 2024 10:58 pm / sg 187 mg/dl - bg 338 mg/dl. After dms review,it was confirmed that the user didn't receive high glucose alerts at the times provided. For the example of 11:30 am, no high glucose alerts appeared because no sg data was available at the time, and for the example of 10:58 pm, the sg value never went above the high alert setting.